Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line) during patient connection during dwell 3. Baxter performed troubleshooting steps and explained the message to the patient. A manual bag was used to complete therapy. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on 02-01-2012. The patient could not remember the event so no further information could be obtained but stated therapy was going fine. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.